Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the returned device was confirmed to be cracked upon visual inspection. Device history review indicated all released units met specifications. Conclusion: according to the sales rep, the doctor didn¿t use excessive force, and operated according to the operation manual. The plausible root cause of this event is not determined and multifactorial.

Event description:
It was reported that; during the operation, the doctor found the cage is broken and changed another one to complete the operation. The doctor used cage impactor to impacted the cage into the intervertebral space. Had a crack in the cage.

Event description:
It was reported that; during the operation, the doctor found the cage is broken and changed another one to complete the operation. The doctor used cage impactor to impacted the cage into the intervertebral space. Had a crack in the cage.